Event description:
Initial reporter indicated that the vns "has done a terrific job of controlling his son's seizures." He reported that his son was having seizures above his pre-vns baseline for about a week. It was additionally reported that prior to this event the patient had a fall and hit their head. The patient's caregiver reported that he was told that his son's "current was running low" by his treating physician. Good faith attempts are being made for additional information surrounding the reported events.

Manufacturer narrative:
Device malfunction is suspected.